Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6): the patient underwent mesh implantation in order to treat uterine prolapse and a cystocele. The patient underwent the concurrent procedures of a supracervical hysterectomy with bilateral salpingo-oophorectomy and anterior repair during mesh implantation. The patient experienced pain, urinary problems and bowel problems after mesh implantation. The patient underwent elevation of apical and posterior system with inteprolite (american medical product) on (B)(6) 2010 due to cervical prolapse, a rectocele, and a minor cystocele. The patient underwent removal of anterior mesh on (B)(6) 2010 due to bladder falling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and chronic cystitis.

Manufacturer narrative:
Additional patient codes: (B)(4) - blood loss additional narrative: it was reported that following insertion the patient experienced bleeding.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.